Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the hold for burst for induction was not working. Boston scientific technical services (ts) suggested moving the telemetry wand closer to the patient. No further issues were reported. Implant paperwork shows defibrillation threshold (dft) testing was successful at 65 joules.